Manufacturer narrative:
Product analysis: the valve remains implanted in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted surgical valve, moderate paravalvular leak (pvl) was reported. The valve was post dilated using a balloon aortic valvuloplasty (bav). The valve dislodged aortic during post bav and moderate pvl was reported. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.